Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient said she can't get the charge to go from the stimulator to her body. Patient services (pss) reviewed it seemed like was working right now and both sides were successfully charged. Pt said she thinks the cervical is bad. Pt said, "the battery charge is low inside my body." Tried to clarify and pt said: "in my body the surgeon put it in and did not put the charge in high enough, why would he do that?" Confirmed she meant, the implant was physically placed/ located, lower than where she thought it should be for the wires that go to the cervical area. Pt offered more information about her stimulators: pt said only the neck is working the right arm is not working as good as it should, but she will take it. Pt said it is not hitting her right arm, she wants stim to hit her shoulders too and her right arm. Pt said it used to hit her arm and shoulder. Pt said it hits the left shoulder a little bit and goes down her left arm but she needs more on her right arm and left shoulder. Pt said: it's gotta be redone she has to see someone at dr tim's office, she can't travel because she is in a nursing home. Pt said the doctor was calling and wanted to end the call.